Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and chest pain; cause was not known. Customer called 911 (emergency services) and was taken to the emergency room with trace ketones. Customer was treated with intravenous fluids (nature of fluids was not known) and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.